Manufacturer narrative:
Returned product consisted of a maverick2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device with a complete hypotube separation 23 cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the confirmed damage and reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 20jun2019. It was reported that crossing difficulty was encountered. The target lesion was located in the left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a shaft break.